Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical product: st. Jude medical sl1 needle. (B)(4).

Event description:
An atrial fibrillation procedure was being performed on an (B)(6) female patient. During ablation of the left inferior pulmonary vein ridge (lipv) with 30 watts rf energy and the catheter tip temperature at 33°, a steam pop occurred. The steam pop was followed by the high impedance alarm. The cool flow pump rate was at 8ml/min. Upon removal of the catheter, the tip of the catheter was clean. Then the patient¿s blood pressure dropped and a cardiac tamponade was diagnosed by echocardiogram. A pericardiocentesis was performed and 1200ml blood was removed. The patient stabilized, but remained in the hospital overnight for observation. No further information is available.